Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient experienced a break in aseptic technique, which resulted in peritonitis. On an unknown date in 2011, the patient developed carpal tunnel syndrome as a result of lifting heavy bags used for the cycler. On an unreported date, the patient requested to switch to all manual exchanges because of the difficulty of lifting the heavy bags. Treatment or if the patient was hospitalized due to the carpal tunnel syndrome were not reported. On an unreported date in 2011, the patient experienced low blood pressure and dizziness. On (B)(6) 2011, the patient was hospitalized due to the low blood pressure and dizziness. On (B)(6) 2011, the patient experienced peritonitis. Treatment during hospitalization was not reported. At the time of this report, the patient had not recovered from the carpal tunnel syndrome and was recovering from the events of low blood pressure, dizziness, and peritonitis. The outcome for the event of break in aseptic technique was not reported. The dianeal therapies were ongoing. The nurse reported that the carpal tunnel syndrome, low blood pressure, dizziness, and peritonitis were unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f20044 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.